Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed with a button error. Customer's blood glucose was 100 mg/dl. It was advised the device would be replaced and agreed to that the product would be returned for analysis.